Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia. This report is 2 of 2 allegations of "no readings", "sensor error" or "brief sensor issue" that had similar event details. Related records: (B)(4).,(B)(4).

Event description:
It was reported that "no readings", "sensor error" or "brief sensor issue" occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient experienced a sensor error after which they experienced a hyperglycemic event. This report is 2 of 2 allegations of "no readings", "sensor error" or "brief sensor issue" that had similar event details during the absence of cgm readings the patient experienced dizziness and blurry vision. The patient went to the hospital as she was unable to take a fingerstick. When a fingerstick was taken at the hospital the cgm reading had also returned and the cgm reading was 400 mg/dl, and the blood glucose reading was found to be lower than that, however still elevated. The patient was treated with intravenous insulin and fluids. The patient was discharged after 1 hour, and the blood glucose reading was 150 mg/dl at that moment. At the time of the report the patient was stable. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.